Manufacturer narrative:
(B)(4); date sent: 1/18/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? What trouble shooting techniques were used prior to manual bail out? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapling device was used 3 times during the surgery. When stapling the right hepatic vein, device blocked after stapling. Unable to open the device despite the use of the emergency button. At the same time, hemorrhage on a wound of the inferior vena cava. Hypothesis of the device which "slipped" during the opening maneuvers. After control of the bleeding, opening of the device by opening the "cover". Partial stapling. Patient was reported to have hemorrhagic shock. Patient stay in intensive care.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Additional information was requested and the following was obtained: what were the indications for surgery? Colorectal liver metastases what is the surgeon¿s experience with the pvs device? Yes. What was the approximate width of the compressed vessel? 25 mm. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No. What was the total estimated blood loss (ml)? 2000 ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Preventive anticoagulant and level 2 and 3 analgesics (intensive care) was the bleeding intraluminal or extraluminal? Extraluminal was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? No. What trouble shooting techniques were used prior to manual bail out? Emergency red button.

Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #541c00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and one reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of would not reverse button force & difficult to open could not be confirmed as the knife reverse button worked properly during testing and the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 541c00, and no non-conformances were identified.